Event description:
It was reported that a patient died on (B)(6) 2014 due to complications from pneumonia and severe cerebral palsy. The device was buried with the patient, so the device is not available for return. Attempts for further information were performed, but no relevant details have been received to date.